Manufacturer narrative:
Unit received with completely broken reservoir tube lip. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Pump received with broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that back side of the battery compartment threading and top of the reservoir compartment was cracked. It was also reported that they received no delivery alarm and event was resolved by complete set change. Customer stated there was physical damage to retainer ring and reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.